Event description:
Injury (patient / other): no product possible involved in injury: no product available for inquiry: yes location: 2 - when using origin: clinic complaint: valve leaking product: item no.: 50-7050/v001 - pleurx¿ pleura katheter additionally affected article no.: 50-7050 us/- - unsteriles muster 50-7050 pleurx® pleura katheter additional informations: description of issue (what / why): valve leaking how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes safety valve broken / damaged / disconnected: yes safety clamp open, when valve broke/damaged/disconnected: and safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: yes successful drainage: yes impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no course of treatment changed due to event: no connected device (pleurx/peritx/brand) 50-7050 procedure performed by: nurse procedure performed at: hospital replacement requested: no credit requested: yes additional information: information on the error pattern: fault location: valve error type: leaky.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401 patient problem code: f26.

Event description:
Injury (patient / other): no. Product possible involved in injury: no. Product available for inquiry: yes. Location: 2 - when using. Origin: clinic. Complaint: valve leaking. Product: additional informations: description of issue (what / why): valve leaking. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes, how issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: yes. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: nurse. Procedure performed at: hospital. Replacement requested: no credit requested: yes. Additional information: information on the error pattern: fault location: valve error type: leaky

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photo samples were provided to our quality team for evaluation. Through visual inspection, there appears to be an abnormality near the valve on the barium stripe. We are unable to confirm if there is damage to the catheter/valve without the sample. Valve replacement would be the appropriate response to leakage. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.